Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. Troubleshooting was performed and the following troubleshooting steps were performed the customer was instructed to review the cabling, and since microsoft teams could not be used, the biomed was guided verbally through the connections. The initial setup was in correct, which prevented video from reaching the ncare. The customer was advised to disconnect serial digital interface out 2 from the monitor and connect it directly to serial digital interface in on the ncare, then reboot the ncare and test image capture. After rebooting, the image captured correctly, and the system is now functioning as intended, with the issue resolved through cabling correction.

Event description:
It was reported the video system center had no video. The event had occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting included reviewing the cabling configuration between the cv-190 and the ncare system and guiding the customer to correct the serial digital interface connections. The customer informed technical assistance support that the cv-190 was capturing images on the ncare but displaying ¿no video.¿ the device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.